Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced elevated blood glucose levels; values not provided. Additionally, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.